Event description:
It was reported that the camera head had dark image. The issue occurred during diagnostic endoscopic sinus procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The procedure was completed with an olympus back-up device. However, no additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction. Updated fields: h2, h4, h11 corrected fields: b3, b5, e1, e3, g2 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.